Manufacturer narrative:
No devices or photographs were received; therefore the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. X-rays provided were not sent for evaluation due to poor image quality. The patella component was revised only to improve the patellar tracking and no issue was reported with the device and device operated within specification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00723.

Event description:
It was reported that patient underwent a right knee revision approximately 17 years post implantation due to pain and loosening of the tibial component. The patella was also revised to improve patella tracking. Attempts have been made and no further information has been provided.